Event description:
Customer reporting 7 suspected false positive flu b results on a male patients tested over an eight-month period. No confirmation testing has been performed. Report 1 of 7.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.